Event description:
During a vitrectomy procedure, the foot pedal for this unit allowed the vitrectomy function to pulse without being activated by the physician. The physician had to step on the foot pedal to deactivate this function.